Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw portion of the abutment locator (loa005) fractured. The fractured piece was able to be removed. Another locator abutment was placed.

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. The supplier reported that the post broke at the post minor thread. No material or product defect was noted. The complaint is confirmed. A singular cause cannot be determined. The following sections were updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Entered evaluation codes.

Event description:
No further event information available at the time of this report.